Event description:
Customer reported that she experienced great pain when inserting the infusion set and has also experienced high blood glucose. Customer stated she removed the infusion set and noticed the cannula was bent. Customer stated she feels she was not getting enough insulin. Customer stated that the insulin pump did not alarm no delivery. Blood glucose value was between 179 to 250 mg/dl; customer treated with manual insulin injection. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(5). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.